Manufacturer narrative:
Details of complaint. The customer reported that this central nurse's station (cns) was not displaying data from tile 32 for bedside resus-04. Technical support (ts) asked the customer to stop monitoring the bed on the cns and attempt to re-monitor it on a different tile; however, the issue remained. Ts further troubleshot the issue with the customer; however, the issue persisted. Ts informed the customer that the cns needs to be sent in to be repaired. The customer will set up a spare unit. There was no patient injury reported. Investigation summary: evaluation of the returned device confirmed the reported issue as the "cns application still failed to launch, leading to a black screen". The cause was attributed to corruption of the software and or malfunctioning of the hdd. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: additional information: b4: date of this report. D9: is this device available for evaluation? G3: date received by manufacturer. G6: type of report. H2: if follow up, what type? H11: additional manufacturer narrative.

Event description:
The customer reported that this central nurse's station (cns) was not displaying data from tile 32 for bedside resus-04. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) was not displaying data from tile 32 for bedside resus-04. Technical support (ts) asked the customer to stop monitoring the bed on the cns and attempt to re-monitor it on a different tile; however, the issue remained. Ts further troubleshot the issue with the customer; however, the issue persisted. Ts informed the customer that the cns needs to be sent in to be repaired. The customer will set up a spare unit. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this central nurse's station (cns) was not displaying data from tile 32 for bedside resus-04. There was no patient injury reported.